Manufacturer narrative:
(B)(4).

Event description:
It was reported that the thread head of sensor was broken. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.